Manufacturer narrative:
(B)(4). It was reported that a one-link catheter extension set had an unspecified problem with its retractable collar. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation was completed to investigate the reported issue. The actual sample was not returned for device evaluation; however, a photograph was received. Photographic inspection revealed the luer locking adapter sleeve had disconnected from the luer body. Therefore, the reported issue was verified. The cause of the disconnection could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown clearlink set had an unspecified problem with its retractable collar. The reporter stated that this issue resulted in a leak. This occurred while the patient was connected for infusion of an unspecified drug. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.